Event description:
It was reported while using bd vacutainer® c&s preservative urine tube, an unspecified number of tubes exhibit stopper pullout when used with a transfer straw. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 14-oct-2025 investigation summary: bd received two samples and three photos for investigation. The returned samples were inspected and it was observed that the stopper is in the transfer unit holder. The evaluated photos do show the customer indicated failure mode. No functional tests could be completed on the samples as they had been used. A total of 100 retained samples were visually inspected with no visible defects found. A functional test was performed on 10 retained samples, and all tubes were within specification limits with no issues observed with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® c&s preservative urine tube, an unspecified number of tubes exhibit stopper pullout when used with a transfer straw. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.